Event description:
Received report that saline leaked from a hole in the pump segment. The set had been in use for less than 72 hours. The user removed the set and noticed a hole above the blue piece that anchors the set to the pump. No patient harm or medical intervention required. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.